Event description:
It was reported that as the guidewire was being removed from the dispenser hoop, it broke at the distal end. There was no patient involvement.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Analysis of the device revealed that the guidewire was bent along its length and stretched at the proximal section. Also, it was found to be bent and kinked on its distal section. No other anomalies were found on the guidewire that adversely affect its functional performance. Analysis of the device did not reveal any break along the guidewire length. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that as the guidewire was being removed from the dispenser hoop, it broke at the distal end. There was no patient involvement.